Event description:
During procedure, surgeon inserted novasure device and it failed to activate when attempting to use. Obtained second novasure hand piece which worked properly. No harm to patient, minimal case delay.